Event description:
A report was received that the patients ipg had moved since implant and was causing discomfort. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.